Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt did not reach good visual acuity which is corrected with monofocal glasses. The graduation of the glasses at that time was +0.75, however, at the last follow-up visit, the surgeon indicated the pt needed an addition of +2.00 and possible progressive glasses. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The review includes acceptance for all cosmetic, optical and functional properties of the product. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. (B)(4).